Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A medical review (B)(4) was completed on 17-jan-2023 and it was determined that the complainant did not complain about paradoxical adipose hyperplasia (ph/pah). With the paucity of information, the adverse event is not considered a novel event and complaint should be coded as e2402 - appropriate term/code not available, and insufficient information (e2401) - these codes capture the complaint report of looking enlarged, minor (severity 1), and device related. This complaint issue is not reportable.